Event description:
The facility's registered nurse reported to baxter australia that a nitroglycerin set came apart just below the drip chamber where the adminstration tubing connects. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: two samples were available for evaluation. A visual inspection revealed no abnormalities. A function push/pull test was performed, and the tubing came apart from the chamber. The reported condition was confirmed. The root cause can be attributed to a lack of solvent application during the manual assembly of the set. As a corrective action sampling was increased to assess the assembling process.